Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, (B)(6), list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant architect anti-hcv results were generated for 3 patients. Patient 1: architect anti-hcv result was (B)(6), mini vidas anti-hcv result was (B)(6), cobas anti-hcv result was (B)(6), pcr viral load testing was (B)(6). The architect anti-hcv result is considered to be (B)(6). Patient 2: architect anti-hcv result was (B)(6), mini vidas result was (B)(6). The architect anti-hcv result is considered to be (B)(6). Patient 3: architect anti-hcv result was (B)(6), cobas anti-hcv was (B)(6), mini vidas and roche anti-hcv results were (B)(6). The architect anti-hcv result is considered to be (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Testing of retained material of reagent lot 83351li00 met specifications. Controls showed values within typical range. The positive control and two sensitivity panels met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9045 and hcv 9047). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Lot 83351li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data, it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.